Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely as the projected longevity decreased from 11 years remaining in (B)(6) 2022 to 5.5 years currently with 178% consumption. Engineering reviewed available device data and confirmed the device is depleting normally. The power consumption is varying due to pacing in fallback. There are a significant number of pace pulses at high amplitudes. It is most likely related to left ventricular (lv) auto threshold. It was recommended the health care professional (hcp) use fixed lv output per the recent lv threshold in clinic, and the stability of lv threshold should be investigated at various body postures. It was also noted the lv is oversensing atria ending with lv pacing inhibition; therefore, the lv sensitivity could be increased above the atrial signals sensed on lv channel or even turned off. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely as the projected longevity decreased from 11 years remaining in (B)(6) 2022 to 5.5 years currently with 178% consumption. Engineering reviewed available device data and confirmed the device is depleting normally. The power consumption is varying due to pacing in fallback. There are a significant number of pace pulses at high amplitudes. It is most likely related to left ventricular (lv) auto threshold. It was recommended the health care professional (hcp) use fixed lv output per the recent lv threshold in clinic, and the stability of lv threshold should be investigated at various body postures. It was also noted the lv is oversensing atria ending with lv pacing inhibition; therefore, the lv sensitivity could be increased above the atrial signals sensed on lv channel or even turned off. No adverse patient effects were reported. This product remains in service.